Event description:
It was reported that the procedure was cancelled/rescheduled post sedation. A left atrial appendage closure (laac) procedure was being performed on a patient under an unspecified anesthesia. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. It was reported that, during the procedure, the was sheath and the wds delivery system failed to properly engage or lock together as intended. Despite attempts to resolve the issue, the components could not be securely connected. As a result, the procedure was aborted prior to device deployment. No patient complications or adverse outcomes occurred as a result of this event. It was further reported that the patient was under local anesthesia only making this event non-reportable.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the procedure was cancelled/rescheduled post sedation. A left atrial appendage closure (laac) procedure was being performed on a patient under an unspecified anesthesia. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. It was reported that, during the procedure, the was sheath and the wds delivery system failed to properly engage or lock together as intended. Despite attempts to resolve the issue, the components could not be securely connected. As a result, the procedure was aborted prior to device deployment. No patient complications or adverse outcomes occurred as a result of this event. It was further reported that the patient was under local anesthesia only making this event non-reportable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device evaluated by MFR.: a watchman truseal access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual and microscopic inspection revealed no damage or defect. Functional testing was completed by advancing a test delivery system through the access system and the hubs were able to snap together. Product analysis could not confirm the reported event as the delivery system was not returned.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled/rescheduled post sedation. A left atrial appendage closure (laac) procedure was being performed on a patient under an unspecified anesthesia. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. It was reported that, during the procedure, the was sheath and the wds delivery system failed to properly engage or lock together as intended. Despite attempts to resolve the issue, the components could not be securely connected. As a result, the procedure was aborted prior to device deployment. No patient complications or adverse outcomes occurred as a result of this event.